Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a battery out alert on her insulin pump despite a recent battery change. Her blood glucose was 287 mg/dl at the time of reporting. She was sent a replacement battery cap in hopes of fixing the problem. No equipment was returned. No additional information was reported.